Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and noted that the in-house it was able to fix the error. They remotely switched to primary and zna control center, currently all control centers are reconnected and the physioserver is accessible again. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that all monitoring centers have no connection to the server. The device was in use on a patient at time of event; there was no adverse event reported.